Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection revealed a few minor scratches on the exterior of the subject controller. A functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process. At no time during testing did the subject controller emit smoke or produce a burning smell. All of the ablation and coag voltage output readings were within specified ranges when the subject controller was tested. The complaint could not be verified and a root cause could not be determined in association with the subject controller due to the subject unit functioning as intended when tested. Potential factors unrelated to the manufacturer or design of the device which could have contributed to the reported event includes: the exhaust fan may have been obstructed, thus preventing adequate airflow to keep the subject controller from overheating, a power surge to the subject controller, using an improper power cord or improper extension cord, or a loose power connection. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device smokes when plugged in.